Event description:
Redness / bruising on the left chest after wearing the device.

Manufacturer narrative:
Retrospective record review and proactive reporting of incidents where available information is insufficient to confirm non-seriousness.